Manufacturer narrative:
Facility cannot confirm the model of the sling used during the transfer. Further info will be provided upon conclusion of the manufacturer's investigation.

Event description:
During a transfer from wheelchair to bed, the pt had a seizure and began convulsing. Consequently, the pt drew her legs to her chest and her buttocks slid through the opening between the leg straps on sling. The pt hit her head on either the floor or the lift device legs and sustained a small laceration that required two staples.